Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2024 by the journal of surgical oncology titled ¿acl repair in a selected patient cohort: a prospective single cohort study¿. The study reviewed sixty-one (61) patients who underwent a primary acl repair using arthrex fiberwire, tigerwire, fibertag, and suturetape to address soft tissue approximation and/or ligation. During the forty-nine (49) month follow-up period, eight (8) patients experienced failures. Ref: al kindi, I. Et al. Primary acl repair in a selected patient cohort: a prospective single cohort study. J orthop 61, 127-132, doi:10.1016/j.jor.2024.09.020 (2025).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.